Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the patient's right ventricular and right atrial leads dislodged and that the pocket may have been infected. It was also reported that the patient had twiddler's syndrome. The device was removed and replaced. The leads were removed and the right ventricular lead was replaced. No further patient complications have been reported as a result of this event.